Event description:
It was reported to MFR by facility, per facility this resident was being transferred using the hoyer presence lift with toileting sling. During the transfer the resident suddenly lifted her left leg, let go of the sling, and leaned back causing the sling to shift and resident slipped through sling opening. There were two c.n.a present at the time of incident; they lowered the resident to the floor. Resident was transferred to the hosp, arrived alert to ER then developed a headache. No visible bumps or bruises; pt has a sub-dural hematoma and is in a coma. Pt past away one week after the incident.

Manufacturer narrative:
(B)(4).